Manufacturer narrative:
Correction made to e1: initial reporter phone no.: (B)(6) (previously submitted as ni) additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from october 01, 2020 - october 02, 2020. H10: the device was received containing 132 ml residual fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. After the expected therapy time was complete, it was observed that approximately 70% of the medication remained within the device and had not been delivered to the patient. The device had been filled with piperacillin/tazobactam 18000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.